Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent came off the device. The physician predilated the non tortuous, mildly calcified left anterior descending artery with a maverick 3.00x15mm balloon. He deployed a taxus express2 3.50x24mm drug eluting stent distal to the lesion. He pulled the device back to check to see whether it was in the correct location. The stent came off the device. He placed a maverick 3.00x20mm balloon through the stent to dilate. The stent was deployed proximal to the lesion so the physician used a driver stent to correct the placement with an excellent result. The guidewire used was a bmw wire and a launcher jl4 guide catheter was used. The pt remained in a stable condition throughout the procedure. Reopro was prescribed post procedure. The pt was discharged from the hospital 2 days post procedure.